Event description:
Reporter feels 2 safety issues re: device are not being addressed by MFR. 1. Mouth piece has 8mm x 17-18 mm rubber flap that disconnects easily. Reporter has found a child with this in its hand. 2. Same flexible rubber used for inside screw cap. Size is 12 cm which could easily be pulled off and block child's airway. Response from MFR was that user should read instructions. Many of the users cannot or will not read instructions completely. This device is mainly for home use.